Event description:
It was reported that a health care professional (hcp) experienced difficulty interrogating this pacemaker in order to program it into magnetic resonance imaging (MRI) protection mode. A field representative was paged for assistance. Additional information was requested from the field however no new information could be obtained. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that a health care professional (hcp) experienced difficulty interrogating this pacemaker in order to program it into magnetic resonance imaging (MRI) protection mode. A field representative was paged for assistance. Additional information was requested from the field however no new information could be obtained. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.